Event description:
During a routine cardiac catheterization the phillips integris imaging system moved out of position. The patient was sedated and the doctor had positioned the imaging camera in an rao caudal position. He had released the control c-arm gantry and it began moving to the patients right causing the "I-I" to contact the patient in the right anterior femoral region over the sheath in the right femoral artery. The gantry continued to move after contacting the patient causing a crushing-type injury at the site. No one was touching the controls when the unexpected movement occured. The doctor was able to use the control to manipulate the c-arm away from the patient.